Manufacturer narrative:
Date of event unknown as not provided by reporter. Catalog# - specific part number unknown as not provided by reporter. Expiration- unknown as lot is unknown. (B)(4). Date of manufacture unknown as lot is unknown. Per information supplied by the customer, no product will be returned. The device is inspected for suture security and functionality. The supplied instructions for use (IFU) states the follow steps for catheter removal: "while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-lac release notch. Pry upward until the locking cam lever is free." Additional information was requested as to the method that was used to remove the catheter, however, a response was not received. Without additional information or the return of the complaint device, we are unable to determine what may have led to this failure mode. We will continue to monitor for similar complaints and have notified the appropriate personnel. No risk mitigating action necessary at this time per the conclusion of rick assessment.

Event description:
Per complaint form: after lifting plastic lever, catheter was removed and it was noticed that the string was coming out of tract - unable to pull out. Cook clinical specialist comments, "suture material was noted during laparoscopy- ir unaware (as far as we know) that suture was not removed during removal of drain prior to laparoscopy procedure." It was not retrieved. During endoscopy string was noted in grown into muscle lining.